Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological condition related to tmj.

Event description:
Patient stated the following:shortly after I started using them [step 3], I started having trouble with the left side of my jaw locking up. Currently I am unable to open my mouth fully without the left side locking up and preventing me from opening up further. This issue has been ongoing for almost a day now.